Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No display ramping on its own anomaly was noted. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Each time the buttons were pressed the device would scroll through the menu after it was released. Customer's blood glucose was 6.5 mmol/l. The device was not exposed to moisture but it was dropped once. No signs of physical damage. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.